Event description:
The lithium battery of the cam02 monitor failed. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 07/28/2015. The investigation included: the DHR review could not be completed for the cam02 battery reported as defective since the serial number of the monitor was not provided by the reporter. The cam02 monitor serial number is required to complete a DHR review. The DHR review will be completed during the failure analysis investigation if the serial number becomes available. Service history: since the serial number of the cam02 monitor was not provided, a service history review cannot be completed. During the time period (B)(4). Conclusion: root cause could not determined since the product was not returned for evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.